Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a complete break in the catheter was confirmed but the cause is unknown. The product returned for evaluation was a 4fr s/l groshong nxt catheter in two segments. The proximal segment contained the assembled 4 fr groshong nxt connector and the catheter shaft from the 35 cm depth marker to the 10.5 cm depth marker (break site). The distal returned segment was the catheter shaft from the 10.5 cm depth marker through the distal tungsten tip. Microscopic observation of the break surface revealed it to be rough and uneven. A light-colored discoloration was visible near the break site. The catheter did not appear to have excessive tensile damage. Both catheter segments were patent to infusion. The catheter was cut at the 10cm depth marking by the investigator and the wall thickness was measured and compared to the device specifications. The catheter wall thickness met the device specification. Based on evaluation of the sample, possible contributing factors include material fatigue, tensile (pulling) damage, and/or degradation due to chemical exposure. However, the exact root cause could not be determined at this time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported after a 7-year-old child was extubated, the nurse found that the catheter was incomplete. The angiography found that the catheter was broken in the body and had entered the pulmonary artery. The broken catheter was removed by interventional surgery.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs2491 showed one other similar product complaint(s) from this lot number. Device not returned to manufacturer

Event description:
It was reported after a (B)(6) child was extubated, the nurse found that the catheter was incomplete. The angiography found that the catheter was broken in the body and had entered the pulmonary artery. The broken catheter was removed by interventional surgery.